Event description:
The customer stated that she tested her blood glucose and received a reading of 71 mg/dl. She retested using her husband's medisense meter and recieved a reading of 291 mg/dl. She retested with the breeze again and received a reading of 291 mg/d. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.